Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the patient later experienced extracardiac stimulation. Reprogramming of the left ventricular (lv) lead occurred which resolved the patient symptoms.